Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined the snubber circuit board had opened. The circuit board was replaced and all high voltage connections were cleaned and greased. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was producing a very dark image. The operator turned up the technique and the image was acceptable. The system then made a loud crack and displayed low kv and low ma errors. There was no adverse pt involvement reported.